Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) has a spinal stimulator and had it put in (B)(6) 2024. The pt stated the manufacturer representative (rep) kept up with them for a few months and since has not contacted them whatsoever or answered when they try to reach out. They are having issues with it and need to connect with someone. Additional information was received. It was reported the implant procedure was performed on (B)(6) 2024. The patient was experiencing multiple issues. The stimulator no longer provided the level of support it once did and they were in pain more frequently. The patient was experiencing shocking or vibrating sensation if they moved a certain way. The patient attempted to contact the facility but only received generic information the patient was unable to reach their representative. The patient also attempted stretching with no success, the issue was not resolved.